Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/24/2017, that on (B)(6) 2017, the receiver displayed !errhwbbt. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not charge or boot due to perpetual rebooting. Functional testing and down load log was unable to be performed due to perpetual rebooting the receiver case was open and download log was retrieve. The customer complaint could not be confirmed because there is not indications that errhwbbt occured. The reported event of an error icon display was not confirmed during log review. A root cause could not be determined.